Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor was blocked. The device was connected to the patient but only allowed spillage of the solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date: march 21, 2016 - march 22, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and passed successfully. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.